Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our edwards product evaluation laboratory in spain received one model 12tlw805f35 catheter with a non-edwards introducer. Back force was noted when 0.9cc of water was injected into the balloon lumen. The inflation lumen was observed to be occluded with material that appeared to be dried blood inside the balloon latex and inflation port. The balloon latex and balloon windings appeared to be in good condition. The through lumen was found to be patent and did not leak. No visible damage or inconsistency was found from the catheter body. The suspect device was sent to the edwards irvine lab for further evaluation. Per the irvine product evaluation lab, the inflation lumen was found to be occluded with an unknown, clear radiopaque material throughout the lumen. The balloon latex was discolored and had a 0.02inch cut. The latex edges appeared to match up at the cut location. Cut down was performed on the catheter body to remove the unknown material. The customer report of "could not be deflated" was confirmed on evaluation. The unknown material was sent to chemistry for further analysis. Upon completion of the chemistry evaluation, a supplemental report will be submit with the findings

Manufacturer narrative:
The unknown particle was sent to chemistry for further analysis. Ir spectrum of the unknown particle showed similar absorption characteristics when comparing to zein-like material. Energy dispersive spectroscopy (eds) detected iodine and chloride from the unknown particle. Both of the detected elements are commonly used in the types of procedures performed while using the reported model of fogarty catheter in this complaint. Iodine is typically found in contrast medium, and chloride (along with sodium) are components of normal saline. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. The fogarty catheter is typically used on vessels that are already occluded, so the potential for ischemia related to deflation difficulty is less likely; however, deflation difficulty can impair balloon modulation during use, which has the potential to lead to vascular injury. Therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that the balloon on a fogarty catheter could not be deflated during use. There was no patient injury. Patient demographics were requested and not provided. The lot number was unknown.